Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found the following. The angulation was insufficient. The angulation control knob was too loose. The adhesive on the bending section was chipped. The boot on the scope connector was scratched. There is no problem with the air supply and water supply function (within the standard). Then, the subject device was transferred from sorc to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there were no abnormalities inside of the instrument channel such as kink, dirt, and foreign material adhesion, and also found that there was no significant dirt, foreign material, or scratches around the instrument channel port, cylinder, and so on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the causal relationship with the reported phenomenon (blood clot came out from the air/water nozzle) was unknown, the exact cause of this reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gastrointestinal endoscopy using the subject device, it was found that the air/water supply function was too weak. The user replaced the subject device with another similar device to complete the intended procedure. After that, the user found that blood clots came out from the air/water nozzle of the subject device when high-pressure gas was sprayed to confirm the air/water supply function of the subject device. In addition, the user stated that after the previous procedure using the subject device on the previous day, due to the patient and devices transfer, the pre-cleaning for reprocessing of the subject device had been performed approximately ten to fifteen minutes after the previous procedure, not immediately after the previous procedure. The previous procedure was endoscopic variceal ligation. Then the subject device was reprocessed with a non-olympus automated endoscope reprocessor, endostream (fuji). The patient will be followed for two to three weeks. There was no report of patient injury associated with this event.